Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The device was unable to perform the unexpected restart error test, priming test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating currents. The insulin pump passed the displacement test, self-test and off no power test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, scratches on the reservoir tube window, cracked case at the display window corners, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call cosmetic damage and motor error alarm. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.